Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the master tool manipulator (mtm) right was drifting. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the surgeon was still engaged with the high-resolution stereo viewer (hrsv) when letting go of the mtm. The customer stated that surgeon was still engaged with hrsv. The tse informed customer that if surgeon was engaged with the hrsv, the system thought the surgeon was still holding the mtm and he should not let go. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right mtm to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis, and the reported failure (drifting) was reproduced during sine cycle. The complaint was confirmed based on failure analysis.